Manufacturer narrative:
The device has not been received. An evaluation has not been performed; therefore, a failure analysis is not available, and were are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system experienced high radio frequency energy and the unit would not turn on. No procedure or pt involvement during this event.